Manufacturer narrative:
This is a combination product: (B)(4). Report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that hardening time of bone cement ended already after 5 min. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(6) this follow-up report is being submitted to relay additional information. The following section has been updated: b4, g3, g6, h2, h3, h6, h10. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. Complaint history identified no additional complaints for the reported part/lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that hardening time of bone cement ended already after 5 min. No adverse events have been reported as a result of the malfunction.